Manufacturer narrative:
Device evaluated by manufacturer: the device along with the guidewire 0.019" that was used during procedure was returned back for evaluation. It was observed that the sheath assembly was broken off when received. A guidewire (0.019") was returned and stuck in the broken sheath assembly. The device is unable to be pulled out the returned guidewire from the broken sheath assembly due to the dry blood inside. No kinks were observed along the length of the broken sheath assembly and the returned guidewire. Kinks were observed in the imaging core assembly at 41.6cm, 118.6cm, and 134.0cm from distal tip housing assembly. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in a stent. An opticross catheter was successfully used for pre-ivus. Two promus element plus stents were implanted in a moderately calcified unknown lesion location. A 2.5x24mm promus element stent was implanted distal in the lesion and 3.0x16mm promus element stent was implanted proximal in the lesion. Post implantation the same opticross catheter was used to for post-ivus. During removal the opticross catheter became stuck within the 3.0x16mm promus element stent causing stent damage. The physician cut the opticross catheter and removed the imaging core, then inserted a 2.5mm guidewire into the catheter to remove the opticross catheter from the patient. Angiography was then performed and confirmed that there was no stent deformation of the promus element stents. The physician stated that the 3.0x16mm promus element stent may not have been inflated fully. No further patient complications were reported and the patient status is good.

Event description:
It was reported that an imaging catheter got stuck in a stent. An opticross catheter was successfully used for pre-ivus. Two promus element plus stents were implanted in a moderately calcified unknown lesion location. A 2.5x24mm promus element stent was implanted distal in the lesion and 3.0x16mm promus element stent was implanted proximal in the lesion. Post implantation the same opticross catheter was used to for post-ivus. During removal the opticross catheter became stuck within the 3.0x16mm promus element stent causing stent damage. The physician cut the opticross catheter and removed the imaging core, then inserted a 2.5mm guidewire into the catheter to remove the opticross catheter from the patient. Angiography was then performed and confirmed that there was no stent deformation of the promus element stents. The physician stated that the 3.0x16mm promus element stent may not have been inflated fully. No further patient complications were reported and the patient status is good

Manufacturer narrative:
(B)(4).